Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.